Event description:
Caller reported a malfunction on the pump with a code "malf 5." There was no adverse impact to the caller¿s blood glucose level, as the caller was not using the pump at the time. The resolution involved replacing the pump. Customer was advised to use a backup insulin pump to ensure continuous insulin delivery. Technical support confirmed the shipping address and sent a replacement pump while instructing the caller to return the faulty pump using a pre-paid label.